Manufacturer narrative:
Product evaluation: * mainframe 8253002 nim response 3.0 intl, s/n (B)(4) ¿ the mainframe was received in service and repair; however, the customer report of malfunctioning could not be confirmed. No fault was found with the device; it was successfully tested to specifications. * patient interface 8253200 response 3.0, s/n (B)(4) ¿ the interface was received in service and repair; however, the customer report of malfunctioning could not be confirmed. No fault was found with the device; it was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant device: -- (B)(4): patient interface (B)(6), response 3.0, s/n (B)(4) , lot 208055440 manufactured: 2014-02-18 UDI:(B)(4), 510(k): k083124. Product evaluation: analysis results are not available; nim mainframe and interface received but evaluation not yet begun.

Event description:
The facility reported that the nim mainframe and patient interface had malfunctioned. There was no reported patient impact or injury.